Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient condition was unknown. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.